Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the implantable cardiac monitor (icm) patient experienced an infection at the insertion site. The icm was removed and discarded. A replacement device was implanted. The patient was given antibiotics. No further patient complications have been reported as a result of this event.